Manufacturer narrative:
The lead report events were lead dislodgement, far p wave oversensing and inappropriate shocks. As received, only the distal portion of the lead was returned in one piece with the helix was extended, bent and clogged blood/tissue. Visual and x-ray examination found the helix was bent consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. The reported event of far p wave oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented to clinic. Device interrogation revealed far p oversensing on the right ventricular (rv) lead due to dislodgement resulting in inappropriate shocks. Tachycardia therapy was disabled. The physician elected to explant and replace the rv lead. The patient condition was stable during and after the procedure.